Manufacturer narrative:
Analysis received the unit with intermittent button response due to a corroded keypad traces. There was no button error alarm or blank display anomalies noted. There was no traces of moisture were noted at electronic or motor assemblies. The unit power up properly after battery installation and was operating currents within specification. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.